Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (false asystole reading) was confirmed. Upon investigation, the electrode belt had an intermittent open pulse wire in the cable connecting the distribution node and ECG "b". The root cause for the intermittent open wire was excessive force. No adverse event resulted from the intermittent open pulse wire.

Event description:
A distributor reported that electrode belt sn (B)(4) was producing false asystole readings.